Manufacturer narrative:
Follow-up #1: date of submission 08/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: during investigation, there was moisture inside the pump and on internal components. There was moisture damage found on the keypad connector. A leak test was performed and failed due to a battery compartment leak and a bolus button leak. The keypad was found to be unresponsive due to moisture damage on the keypad connector. There was a crack found between the corner of the lens and the case seal. The bolus button was found to be torn/punctured.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.